Event description:
Customer reported a blood leak on a CT 190g dialyzer. The blood leak occurred at the onset of the patient's treatment in 2001, during use #14. The blood leak was confirmed by a positive hemastix result. A new dialyzer and blood lines were set-up and the treatment continued without further incident. No pt injury or medical intervention was reported by the customer.